Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd maxzero¿ multi-fuse extension set with needleless connectors were found to be cracked in several places. The following information was provided by the initial reporter: "product cracking in several spots"

Event description:
It was reported that 5 bd maxzero¿ multi-fuse extension set with needleless connectors were found to be cracked in several places. The following information was provided by the initial reporter: "product cracking in several spots"

Manufacturer narrative:
H.6. Investigation: a complaint of male luers cracking during use was received from the customer. Two samples were received for investigation. Through visual inspection the customer complaint was confirmed. The male luer was broken on each sample. One male luer had completely cracked and the other had the tip broken off. A device history record review could not be performed on model mz9279 because the lot number is unknown. The root cause for this defect is an excess amount of stress being added to the male luer during connection, causing cracks. H3 other text : see h.10.